Event description:
It was reported that, one (1) cadence 45 degree tibial impactor tip broke when surgeon was using it to implant tibial component in patient. All pieces were retrieved. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the tip on the reusable instrument was broken off, the reported event was confirmed. Visual evaluation of the device identified a broken off piece of the plastic tip and additional fracture. More signs of wear were identified along the body of the reusable instrument. The cadence 45 degree tibial impactor tip is a reusable instrument expected to be used across multiple surgeries. Further, its intended use is to absorb forces exerted on the implantable components of the cadence total ankle system during impaction in order to prevent damage to the implant. Therefore, the plastic tip of the device may fail after prolonged use or if subjected to excessive force, such as during impaction. Evaluation suggests that the identified failure mode is consistent with wear and tear damage as a result of normal use of the device. This probable cause is supported by similar previous complaints. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.